Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported when they drove the implantable neurostimulator (ins) made their legs vibrate so they were told to shut it off while driving. However, the consumer drove a lot and was on a lawn mower so they hadn¿t charged the device in two to three months, and could no longer get the device to charge. It was noted no one ever told the consumer they needed to maintain a charge. Currently the device was dead, over discharged, not providing stimulation, and was unable to be charged so the consumer stated they may just want the device taken out, but was interested in speaking the manufacturer¿s representative (rep) about getting the device out of overdischarge. As a result of these issues the consumer experienced a loss of therapy, numbness in their leg, and problems with their back and head.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep had met with the patient on the day of the report. The rep stated that the patient had no issues. The stimulation was functioning normally and they do not like to recharge. The patient wants a primary cell device. The patient was forwarded to their healthcare provider (hcp) .

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information received from the patient reported that every time they called their hcp they were told to just turn the stimulation off while driving. The leg vibration issues/over-discharge has not yet been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient continued to have the same issues: the patient could not drive a car without the device vibrating their legs. It was reported a manufacturer's representative planned to meet with the patient (B)(6) or (B)(6) 2017. The device was still in an overdischarged state. Follow up was conducted for further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient says that he has to charge his implant every 5-6 hours "it takes the patient 3 hours to charge it and 2 hours for it to discharge so every 5-6 hours" and says this started about 3 months ago" (2017). Patient asked how long the ins should last, and it was reviewed longevity of 9 years, as long as battery is recharged normally and not in the overdischarged stated more than 2 times. Patient reported that their manufacturing representative (rep) rep told them that they need to have the device replaced. Patient said rep told them this sometime this year but doesn't remember what month (2017). Patient stated that they have already tried having the device reprogrammed. Patient reported having previous overdischarge event, stating that "it went dead once and had to go to the hospital to have a reboot, it was probably about 6 months ago, and it did reboot at the at time" (2017). No further information was reported. Additional information: it was reported the patient is scheduled to have the ins replaced. No further information was reported.